Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-01556. It was reported the patient was not receiving stimulation therapy in the established pain pattern. The patient reported multiple falls. Images taken revealed the leads have migrated. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-01556. It was noted the patient had suffered falls in the past and the lead had moved down. The patient's system was explanted and replaced with a drg system. The patient reportedly received effective stimulation post-op.